Manufacturer narrative:
Correction: plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
This event is 2 of 5 for the same patient for the same event type and device. A follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis patient's nurse reported that the patient had a disconnect at the connector to the last supply bag. The adaptor and the last bag (baxter extraneal icodextrin) were loose allowing fluid to leak out. Treatment was discontinued. The adaptor was discarded, however a companion sample from the same lot may be available. During follow up the patient's nurse reported the patient did not have am adverse event associated with the leak and completed treatment manually.